Event description:
It was reported that rejuvenate stem and neck were extracted. The cup was loose and extracted.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.